Event description:
It was reported that there were high/unstable thresholds and that the atrial lead dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: addrl1, implantable pulse generator, 2013 (B)(6); 5076-58, implantable pacing lead, 2013 (B)(6). (B)(4).